Manufacturer narrative:
The investigation is ongoing and a follow up report will be submitted once the evaluation is complete.

Event description:
PICC line broke off at hub. Alternate IV access had to be obtained.

Manufacturer narrative:
The device history record and inspection record were reviewed, and no similar concerns were found. The returned sample was examined. Visual inspection confirmed breakage at the strain relief/luer connection site. A definite root cause for the breakage issue cannot be established with confidence; however, a possible cause may be related to an excessive force on the catheter during use. Catheters undergo 100% inspection at various times during manufacturing. This not only includes visual inspections for damage, but leak and flow tests for all catheters. Catheters from each lot also undergo pull testing to ensure the ability of the catheter to endure normal use.